Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported there was a ventilator failure during a case. No patient injury reported.

Manufacturer narrative:
The device log file was requested but was not provided for investigation. It was reported that the error message "membrane pressure low" was posted. It indicates a drop in auxiliary vacuum pressure which is needed to actuate the valves which control the ventilation cycles and to keep the diaphragms of the piston ventilator in place to avoid wrinkling. If the vacuum pressure drops below a minimum value due to e.g. A leak, the ventilation control is no longer possible and, dislocation of the piston diaphragms may cause severe damages to the ventilator unit. Thus, the defined device response upon a drop of vacuum pressure is the shut-down of automatic ventilation as reported. This is accompanied by a corresponding alarm; manual ventilation with the built-in breathing bag still remains possible. The piston diaphragm was replaced on site. The provided photo indicates a worn diaphragm. Since no further problems have been reported after the replacement of the piston diaphragm this action has eliminated the leakage in the vacuum branch being root cause of the low membrane pressure which finally caused the reported ventilator failure. Dräger concludes that the device reacted as designed upon a deviation by posting the corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a ventilator failure during a case. No patient injury reported.